Event description:
Procedure type: colectomy. Patient gender: unknown. According to the reporter: the stapler was used to transect the bowel, the staples did not completely deploy into the tissue. After firing and cutting the bowel, the entire staple line fell apart, as if it did not fire at all. Some staples were present in the cartridge. Wound vac was needed, bowel content spillage into abdomen. A second cartridge was tested by clinical engineering and found it to function properly. That cartridge was returned as well. The or time was extended over 30 minutes, and additional bowel resection. Patient status is fine.

Manufacturer narrative:
Date initial report sent: 09/18/2009.